Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the lifevest. The patient's doctor recommended removal of the lifevest until the skin irritation resolved. Follow up was completed with the patient and the skin irritation had improved.